Event description:
On june 26, 2025, nakanishi received an email from (B)(6) about a patient's accidental ingestion of a tip of head and a rubber cup. The details nakanishi obtained are as follows: the event occurred on june 19, 2025. A dental hygienist was performing a tooth polishing procedure on a patient using the ar-y(s) head (serial no. (B)(6) with the rubber cup and the e4r handpiece (serial no. (B)(6). During the procedure, the tip of the head along with the rubber cup dislodged in the patient's mouth and was swallowed by the patient. Due to the parts being swallowed, the patient was anesthetized and underwent an endoscope to remove the parts after the incident. On the day after the incident, the dental hygienist had a follow-up phone call with the patient and the patient is reported to have no problems with the patient's condition.

Manufacturer narrative:
The dentist refused to provide the patient's weight. Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject ar-y(s) device [serial no.(B)(6) ]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned device and observed that the end cap was assembled to the head but loose that it could be tightened with fingers. C) nakanishi disassembled the device and conducted a visual inspection of the internal parts. Nakanishi observed debris accumulated inside the head and around the end cap but no heavy abrasion nor distortion. D) nakanishi took photographs of all the internal parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi considers the possibility from many years of experience and based on the findings in the visual inspection, that the end cap came off due to a combination of strong impact on the device and vibration during rotation, which was caused by operating the device in a state where the end cap was loose. B) nakanishi also considers the possibility from similar event that nakanishi has experienced in the past, the combination of repeated vibration in the long-term use of the device and increased vibration due to ingress of debris in the head could result in the end cap loosening/separation. C) misuse by the user led to the above issue, which contributed to the reported event. D) in order to prevent a recurrence of the end cap loosening/separation, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.